Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during set change. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and was not able to complete the rewind process. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with constant motor error alarm during rewind due to corroded motor home switch. Unable to perform functional test due to motor error alarm.